Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-12387. (B)(4) clinical study. It was reported that the patient died. In (B)(6) 2012, the patient presented with stable angina and coronary angiography was performed. The target lesion was an ostial de novo lesion located in the proximal left anterior descending (lad) artery with 90% stenosis and was 8mm long with a reference vessel diameter of 2.75mm. The target lesion was treated with pre-dilatation and placement of a 2.75x12mm promus element¿ plus drug-eluting stent, with 10% residual stenosis. The following day, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2013, a 2.5x12mm promus element¿ stent was implanted in the first diagonal artery. In (B)(6) 2016, the patient expired at home and the cause of death is unknown.

Manufacturer narrative:
Describe event or problem updated. (B)(4).

Event description:
It was further reported that per death certificate the cause of death is myocardial infarction.